Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensed noisy signals resulting in inappropriate shocks. The physician elected to surgically cap and abandon this rv lead and a new lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse consequences.